Event description:
It was reported that during the implant procedure of the right ventricular (rv) lead the suture sleeve broke. The lead was removed and an alternative lead was implanted without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.